Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter contacted lifescan (lfs) for the lay user/patient alleging the patient¿s one touch ultramini meter read inaccurately high compared her feelings and or normal results and to other devices. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2014, at 1:10 p. M., when the patient obtained blood glucose readings of ¿337 mg/dl¿ with the subject meter and ¿139 mg/dl¿ with another device (cvs meter). The patient also tested her blood glucose with two different (B)(4)¿s meters and obtained blood glucose readings of ¿146, 142 mg/dl¿. All the tested were performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%.the patient manages her diabetes with insulin (unknown type; self-adjuster). On (B)(6) 2014, at 1:15 p. M. The reporter mentioned that the patient took 9 units of insulin (unknown type) in response to the alleged inaccurate reading(s) obtained with the subject meter. The reporter claimed, 45 minutes after the alleged issue occurred, the patient developed symptoms of ¿shaky, dizzy, and clammy¿. At 1:55 p. M. That same day, the patient tested her blood glucose and obtained a reading of ¿59 mg/dl¿ with another device (kroeger meter). The patient self-treated with more food/drink in response to the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claims that the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemiaafter the alleged meter issue began.